Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/28/2023, an FDA medwatch notification was received via email. A facility representative reported that an ar-8400td torpedo tip broke inside the patient's right knee. The surgeon was able to retrieve the broken fragments. A two-view msi x-ray was taken to ensure there were no foreign objects left in the patient. This was discovered during a procedure on (B)(6) 2023. Additional information received on 9/1/2023: this was discovered during an arthroscopy knee acl repair, right knee arthroscopic anterior cruciate ligament reconstruction with patella tendon autograft, right lateral meniscus debridement procedure. The procedure was completed successfully using a new shaver. No delays were noted in the case, as it was completed within the scheduled time.